Event description:
A dcs plate, implanted in 2002 for a left subtrochanteric femur fracture, was noted as broken about 2/03. Pt had been going to physical therapy for 7 months. Surgeon diagnosed a non-union. Broken hardware was removed and pt was revised to a total hip replacement in 2003.